Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the black box showed a call service 078 motor fault. The pump cover was removed to find evidence of moisture corrosion on the motor flex connector. The call service 078 allegation was not reproduced during investigation or able to be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.